Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) at max output. The rv lead was dislodged. Impedance measurements were stable but sensing was down a little. The issue was then resolved after the lead was repositioned. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.